Event description:
It was reported that during an arthroscopy, when the healicoil knotless anchor was inserted into the bone hole, the proximal part of anchor broke. The broken pieces were removed from the patient. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional/corrected information in h6 (investigation findings & conclusions). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were returned with no visible defect. The proximal anchor has been fragmented. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment found that based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material specifications found that the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.